Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the cause of the patient¿s stimulation turning off by itself when trying to change groups was caused by the patient walking in san antonio on the board walk. The rep indicated that the patient was unsure if their controller was charged enough to fully recharge the ins, causing the controller to display ¿finished¿ before the ins was fully charged. The rep stated that the patient will take note of their surrounding when changing groups and will also make sure the controller is fully charged before recharging. The issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. The rep reported that the one time the patient¿s controller went into MRI mode by itself. They also stated that when the patient changes from group a to group b, the patient controller displays ¿device not found, try again.¿ when the patient tries again, the stimulation turns off without the patient ever turning stimulation off. The rep stated that when recharging, the patient observes that the implantable neurostimulator (ins) will be partially charged (example: 70%), but the controller displays ¿finished¿, beeps, and provides the button to recharger. They noted that when the patient then presses the recharge button, it loops back to ¿finished¿ multiple times, and other times will resume charging normally. The rep added that the patient sometimes charges to 100% with no problems, and other times they see the preceding message or ¿recharging needs attention¿ message. The rep also reviewed the patient¿s charge history report, which showed that the patient charged from 40 to 70% for 25 minutes on (B)(6) 2018, from 20-100% on (B)(6) 2018, and from 90-100% on (B)(6) 2018 with no issues observed. The rep confirmed that the patient has adaptive stimulation on with positional intensity values as expected. The rep stated that they believed that the patient controller going into MRI mode was a result of the patient not using the lock button and accidentally pressing a button. Technical services reviewed and explained the known issue of list telemetry when changing groups resulting in stimulation turning off. No further complications were reported or anticipated.